Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact on the customer's blood glucose level. The customer declined troubleshooting, and no further action was taken by technical support.